Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results compared to readings from a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a seizure and did not require treatment from a third party. There was no report of death or permanent impairment associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 39 mg/dl compared to readings of 395 mg/dl respectively obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown if these readings were taken during the actual event.